Manufacturer narrative:
H6: the previous manufacturer of the device performed an investigation and concluded that this incident was caused by the user smoking while using the oxygen concentrator. Both the patient and her husband were aware of the risk of smoking while using the oxygen concentrator. Additionally, there are several clear and unambiguous warnings about potential misuse included in the device IFU: "danger! Risk of death, injury or damage from fire textiles, oil or petroleum substances, grease, greasy substances and other combustibles are easily ignited and burn with great intensity in oxygen enriched air and when in contact with oxygen under pressure. To avoid fire, death, injury or damage: do not smoke while using this device. Do not use near open flame or ignition sources. Do not use any lubricants on concentrator unless recommended by invacare. No smoking signs should be prominently displayed. Avoid creation of any spark near oxygen equipment. This includes sparks from static electricity created by any type of friction. Keep all matches, lighted cigarettes, electronic cigarettes or other sources of ignition out of the room in which this concentrator is located and away from where oxygen is being delivered. Keep the oxygen tubing, cord, and concentrator out from under such items as blankets, bed coverings, chair cushions, clothing, and away from heated or hot surfaces including space heaters, stoves, and similar electrical appliances." There is also a warning label attached on the top of the concentrator which states: "risk of fire - no smoking, open flame or ignition sources. Keep all sources of ignition out of the room in which this product is located and away from areas where oxygen is being delivered. Textiles, oil and other combustibles are easily ignited and burn with great intensity in oxygen enriched air.". The investigation concluded that the cause of the reported issue was user error. H3: not returned to manufacturer.

Event description:
The following event was reported to ventec by the device's previous manufacturer: "patient who smoked simultaneously with o2. Patient in cognitive decline husband who was monitoring her was not quick enough: burn inside the nose + upper lip + cheekbones. Nursing care for 10 days, already better today 20/07, healing very well.". "Patient and husband aware of risk". The patient survived the reported event. The device will not be returned to ventec for evaluation, nor was it evaluated by the previous device's previous manufacturer. The device's previous manufacturer also advised ventec that the UDI information for the device was not available, therefore section d4, UDI is "unknown". Due to a technical issue with ventec's electronic medwatch submission platform, we are unable to enter ous contacts in our esub form and have instead entered in the domestic (USA) reporter's information. Section d3, manufacturer and section g2, manufacturing site, of this initial medwatch report should actually state: manufacturer name: invacare suzhou. Manufacturer street 1: no. 5 weixi road, sip. Manufacturer city: suzhou, jiangsu. Manufacturer country: chn . Manufacturer postal code: 215121. Section e1, initial reporter, of this initial medwatch should state: reporter first name: (B)(6). Reporter last name: (B)(6). Reporter facility name: (B)(6). Reporter street address: (B)(6). Reporter city: (B)(6). Reporter postal code: (B)(6). Reporter country: (B)(6).